Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092, lead,, implanted (B)(6) 2011. (B)(4).

Event description:
It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.